Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water tube, air/water cylinder and the jet tube had a whitish foreign material resembling a powder in it. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
In addition the device evaluation found the following; the air/water cylinder and suction cylinder had no color; the switch box, plug unit, and plastic distal end cover had scratches; the connecting tube and the universal cord had wrinkles; the objective lens and the light guide lens had chips; the label on the suction connector was peeled and due to a cut on the heat shrinking tube of the forceps elevator lever, and expected insulation capacity could not be obtained. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.